Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely on white screen, an unexpected data error occurred and cannot open the database. A technical support specialist (tss) remotely accessed the station via bomgar, signed in as carefusion admin, signed out and opened structured query language server management studio (ssms) and followed a knowledge article (ka) - drop failed for database "dsclientoltp". The tss also mentioned that during troubleshooting, the database was found to be corrupted. As a result, the device was not synchronized with the server and would require rebuilding the database and performing full synchronization with the server. A full data synchronization was then performed following a ka ¿proper datasync procedure & how to place new db in es station¿ and after rebooting the device, the application was confirmed to be running. The system functioned as intended after the technical support specialist troubleshooted the device. E.1. Initial reporter facility: (B)(6) hospital.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had the station was completely on white screen, an unexpected data error occurred and cannot open database. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.